Event description:
The patient approximately four years ago underwent a total hip arthroplasty with metal-on-metal articulation. The patient has had some increasing pain, and was found to have elevated metal ions and osteolysis around the acetabular component and femoral stents. The patient elected to proceed with revision hip arthroplasty. The patient has elevated cobalt level 8.5, chromium at 2.3. The c-reactive protein (crp) is elevated and the sedimentation (sed) rate is slightly elevated at 42. Aspiration of the hip was negative for growth and had no clinical signs of infection. Notes from the operative note: "the patient was noted to have a large amount of dense fibrous white tissue within the acetabulum. I dislocated the head, removed the anterior capsule and exposed the acetabulum. The head was removed and the trunnion was noted to be in good condition. The neck was then parked superiorly, the acetabulum was removed without difficulty using an x-plant. There appeared to be very little if any bone growth from the back, it appeared mostly to be soft tissue. The acetabular component was removed without any significant bone loss. Once the acetabular component was removed, she was noted to have a large osteolysis with at least a centimeter of lysis all the way around the acetabular component. This essentially left a centimeter of additional space from the top to the bottom of the cup. This was a shallow cut. I then trialed a 60 cup and then a 62. I reamed at 62 just to catch the top and bottom of the acetabular component. She had bone from approximately the 10 to 2 position and then more posterior and inferiorly from the 6 to 9 position and most of the back wall was eroded through." After completion of the revision surgery, the patient was transferred back to the recovery room in stable condition. No intraoperative complications were noted.